Event description:
I had the essure put in (B)(6) 2012. Since then I have had rashes, intense swelling in the abdomen area with a lot of pain. I also have very heavy menstrual bleeding with horrific pain. I can feel the coils spring up and it's like a shock going through my waist. Lots of leg pain, sometimes can't even walk. Pain starts by my ovaries and shoots down to my thighs and legs. Also get fevers at least 3 to 6 times a month during my period. (B)(6).